Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, the patient obtained the blood glucose readings of 89 mg/dl and 70 mg/dl on the reported meter within 20 minutes. The patient took the action of consuming food and/or a drink. At an unspecified time afterwards, the patient experienced the symptom of ¿feeling hypoglycemia was coming¿. The patient did not seek any medical attention or treatment. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient¿s testing technique was correct. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting hypoglycemia after obtaining normal blood glucose readings on the reported meter, and she received treatment with food. This complaint is deemed reportable based on the allegedly inaccurately high readings obtained prior to the onset of symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.